Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed that the device incurred long charge time with the original device battery. The device provided a 35 joule (j)charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Battery analysis found no internal short. Backlit images showed uniform lithium (li) utilization across the anode with no li severing detected. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. Review of the save-to-disk data showed charge timeout and excessive charge time events were occurred before end of life (eol) and subsequent explant. Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.